Event description:
The catheter had inaccurate readings on pole #20. It was replaced successfully with a new catheter. This is not out-of-box failure, failed during procedure, unknown at what point in procedure. No harm came to the patient.